Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported she found the customer unconscious and took a reading; received 99 mg/dl. Reading did not match customer's clinical state. Caller reported paramedics were called and treated customer with 50% dextrose IV; was not admitted to the hospital. Requested return of the alleged device for evaluation and replacement was sent.